Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed cap and stopper pull out was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples were selected for functional testing. The issues of deformed cap and stopper pull out were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed cap and stopper pull out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the stopper pulled out during the collection process due to a damaged cap. There were no health impact or consequences reported.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the stopper pulled out during the collection process due to a damaged cap. There were no health impact or consequences reported.